Manufacturer narrative:
Davol field assurance has reached out the patient's son and requested that he provide medical records for review. Davol was provided with a copy of the patient's death certificate and were told that no additional medical records would be provided. The immediate cause of death listed on the death certificate is metastatic colon cancer with approximate onset of 2 years. The other significant conditions contributing to the death but not resulting in the underlying cause are htn, hyperlipidemia and severe anemia. No autopsy was performed. Based on a review of the information provided and feedback from the contact it appears that the patient was treated for a hernia repair and additional medical problems were identified (colon cancer). In the maude event report the patient's son references the (B)(6), copyright 2010. Davol has reviewed the book. The book is a review of the history of (B)(6) from its emergence (discovery of 1961 (B)(6)) through its spread and further adaptation to multiple antibiotics, and those investigating the bacteria. This book is organized around emergence and cluster environments (hospital, community, prison, school sports, animals etc.) And includes case study stories around each chapter. The book does not allege any relationship between (B)(6) and the use of any particular medical device or operative procedure. The book includes much information regarding people who become colonized with (B)(6) (some who come down with infection, while others are just carriers), who were identified as links in outbreaks, and the difficulties in de-colonization treatments. A review of the manufacturing records for this lot was performed and found that the lot was manufactured to specification. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Infection is also addressed in the adverse reaction section. The information provided indicates that the patient's health was compromised by metastatic colon cancer. However, the information provided is limited and did not include patient medical records for review, as such a determination cannot be made at this time as to the degree to which the bard devices may have caused or contributed to the patient's postoperative medical course. Should additional information be provided including medical records for review, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via maude event report mw5067602: "hernia operation turned into a colon surgery (cancer). Bard rep was in observation room, she came back to room. They left her 4 days with bacterial spreading. Looking at the history of bard inc., their start and presence compare it with dates in book superbug by (B)(6); you will see when bard emerges, the bacteria emerges 5 doctors and the bard rep came to the room. At "(B)(6)". After the last surgery, she had (B)(6) the first day and they let it go for a total of 4 days until it took most of her abdomen then took her to (B)(6). I asked dr (B)(6) if she could get it there. She guaranteed 100% that she couldn¿t, how is that possible. Please someone read the book (B)(4) and compare the dates on bard inc., and the (B)(6) bacteria please! Where bard emerges in a location and date, here and other countries. The bacteria manifests as well; who inspects their presterilization packaging and how. That is the question. Once more just as in the book 1 yr. Later she died, and where the mesh was wrapped to the bone. She got cancer wrapped in the same place. Others die 1 yr. Later after the same hernia surgery with other ailments. My mom was deaf and had a most keen sense of people she knew they had done something to her by their eyes, I know this seems absurd. Bard is very powerful I hope that their money does not sway what way this may turn. If so, guess I should have known better they used cadaver mesh without informing her or any of us, with no permission for such a thing. Dead people - really. Necrotizing facilities."